Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was returned for failure analysis, and the reported error was confirmed and replicated. In system logs, the 319 error was found on axes controller spar (acs), confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where the check all boards test failed on acs and fiber test failed on rolling loop fiber, replicating the reported event. The complaint was confirmed based on failure analysis. Failure analysis was able to conclude that the rolling loop fiber assembly was found to be the root cause of the reported event. Updated annex b - inv type desc 1 to b01 - testing of actual/suspected device as it was omitted from initial MDR.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. The field service engineer (fse) replaced the universal surgical manipulator (usm) to solve the issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such.

Event description:
It was reported that prior to the start, prior to ports placement, of a da vinci-assisted urology prostatectomy surgical procedure, the customer reported to technical support engineer (tse) that a recoverable fault on the universal surgical manipulator (usm) 4 not responding was observed. The customer tried disabling the usm and rebooting the system; however, the issue persisted. Tse checked error logs and found errors 319 pointing to the mentioned usm. Tse guided the customer to hard power cycle the patient side cart (psc) and force the usm to a different position, with no improvement. Tse explained that one of the electronic boards inside the usm was failing and it would need to be serviced. The procedure was converted to a traditional laparoscopic surgery with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the conversion did not require any port enlargement or the placement of additional ports.